Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she pressed the up arrow key and the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. She removed and reinserted the battery but issue persisted. Blood glucose value was 51 mg/dl. Customer treated by eating. She declined troubleshooting for low blood glucose due to the keypad anomaly. She stated that low might have been due to her eating something that did not have carbohydrates. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened up keypad dome. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. Unable to perform functional test due to keypad anomaly. The keypad connector was found closed properly during visual inspection. Numbers does not ramp up on its own or scroll bar moving with no input.